Event description:
On 07//2024, it was reported by a sales representative via phone that an ar-4030c-09 fastthread biocomposite interference screw 9 x 30 mm was used in a tibial tunnel fixation and broke in half. Then ar-4020c-09 fastthread biocomposite interference screw 9 x 20 mm was used and broke in half as well. All fragments were retrieved from the patient, and a case delay of less than 15 minutes was reported. The case was completed using an arthrex 8 x 20 mm screw with no issues. This was discovered during an acl reconstruction procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information g3, h3, h6 complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.